Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl and insulin pump had the battery out limit alarm. Customer¿s current blood glucose is 507 mg/dl. The customer had multiple blood glucose value as 500 mg/dl, 390 mg/dl and 497 mg/dl. The customer did experienced the symptoms such as vomiting. The customer treated with the injected insulin 8u of novolog. The customer was declined to troubleshooting for high blood glucose level. The customer also states that insulin pump was alarmed battery out limit at the time of the call. The insulin pump will not be returned for analysis.